Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, prior to use, air was pushed into the cuff but started leaking. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction and no leaks were observed in the sample. If information is provided in the future, a supplemental report will be issued.